Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or an additional procedure. Device issue: failure to cross. It was reported that a small perforation occurred during use of another company's balloon dilatation catheter. An attempt was made to treat the perforation with the graftmaster stent; however, it did not cross the lesion. The perforation was treated with a long balloon inflation. There were no additional pt effects and the pt outcome was good. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusions summation - the device was in working order and left abbott vascular instruments as per specifications. It is reported that the stent was used as per the indication, however, the stent was not implanted and the perforation was not sealed as the stent graft could not cross the lesion to reach perforation. The device was not returned for investigation; therefore, a root cause can not be identified. It is reported that the use of the stent graft did not cause additional complications or adverse events. A device malfunction can not be determined due to the lack of procedure and patient info and the lack of device investigation.